Event description:
It was reported that stent damage occurred. A 28 x 4.00 promus premier stent was advanced for treatment. However, the device could not cross the lesion and it was noticed that the stent strut was lifted. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(B)(6).